Event description:
Patient status post previous fusion at l3-l4 and revision to fusion at l4-l5 returned to or on (B)(6) 2011 for revision due to right side rod slippage. X-rays taken on an unknown date show that the rod had slipped out of the lower right screw l5. Surgeon removed the entire construct, and revised patient to fusion from l3 to l5 with a competitor's product. Consultant reported that surgeon extended construct to provide greater stability across the lumbar spine. This reported event is 9 of 12 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional codes mni, mnh, kwp, kwq. The device was returned for evaluation. A device history review was completed and it concluded: the manufacturing documents were reviewed and no complaint related issues were found. A product event evaluation was conducted: it concluded a definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with device. A manufacturing evaluation was performed and concluded: parts were re-inspected and found to meet specification. Placeholder.